Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found connections-had bad scope socket (locking mechanism not protecting the pins). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the loaner evis exera iii xenon light source produced scope communication error code b30. The issue was found during esophagogastroduodenoscopy procedure for ligation of hemorrhoid when the monitor blacked out and produced scope communication error. The system was turned off and procedure was completed using the same device with a 15-minute delay for troubleshooting the issue. There were no interventions reported during the procedure and no harm or injury to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, was caused when there were some abnormalities in communication with the scope due to the attachment of foreign material or moisture at the electrical junction. Olympus will continue to monitor field performance for this device.